Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue for this lot. The device history record shows the product was released per specifications. A customer reported that the infusion sleeve was torn when opened. An opened small part tray was returned and was visually inspected. The sleeve was torn top to bottom in the middle of the infusion sleeve which is consistent with damage that occurs as a result of the phaco tip inadvertently piercing through the infusion sleeve during setup. This error will cause a tear in the infusion sleeve. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear on the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the purple phaco tip sleeve had a hole in it toward the hub of the sleeve which was observed by the surgeon during a cataract procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient. This is one of two reports from this facility.